Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when performing preventative maintenance on their device, their device is delivering higher than expected defibrillation energy. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that there is partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.